Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (screeching / does not power on) has been confirmed. As received, the monitor passed incoming functional testing. Upon evaluation, the u104 bga processor was intermittent. The cause of the reported inability to power on is the intermittent processor. The root cause of the intermittent processor cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was emitting a screeching sound and would not power on.